Event description:
During the insertion of the wire into the right coronary artery (rca), the wire became stuck to a stent strut. The physician tried pulling the wire out of the pt using a 7fr guide catheter but the wire broke into two pieces. The remaining portion of the wire was removed from the pt using a goose neck snare. No pt injury was reported and the procedure was aborted.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer. However, a full evaluation will be conducted if the device is returned and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and date trending activities.